Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. Despite programming attempts, the device was unable to be reset. The device delivered inappropriate shock and the patient suffered heart failure. Further information was requested, but not yet available.